Event description:
It has been reported to philips that the flexvision did not start. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
It was identified that this is a duplicate complaint from an already reported complaint. The investigation will be addressed in complaint# (B)(4)/ report # 3003768277-2022-00527. This complaint will be closed as duplicate.